Event description:
It was reported that the customer has a leak at the second o ring of the reservoir compartment. Customer also reported that their is insulin under the display screen. Customer's blood glucose level at the time 150mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).